Event description:
The customer installed a new pressure monitor sensor on the axsym analyzer and powered on the analyzer. The customer then observes smoke coming from the new pressure monitor sensor. The customer turned off the power and replaced the pressure monitor sensor with another one. Prior to observing smoke, the customer generated several error codes (3516, 3558, 3530 and 5060-homing failure, sampling syringe, sampling center). The customer did not observe liquid in the pressure monitor sensor area and no injuries were reported. No impact to patient results, patient management or user safety was reported. The issue was resolved by replacing the pressure monitor sensor by another one.

Manufacturer narrative:
Conclusion: product did not contribute to event. Product did not contribute to the event. Complaint history reviewed. Device history record (DHR) reviewed. Product not returned. Review of package insert. Allegedly the patient suffered from recurrent dislocation less then one month post operatively. Certain activities, including hip flexion past 90 degrees are widely prohibited during the first 6 weeks following total hip replacement. The complaint states that the cup and liner used were not wmt products. There is a warning in the package insert which states, "never combine modular or hard bearing components made by different manufacturers." DHR review indicates parts met specification when they were manufactured. Analysis shows no trend for item/lots involved.

Event description:
Allegedly revised due to dislocation.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The device event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00197, 00208. This event occurred in (B) (6).